Event description:
Subsequent to the initial medwatch report, the following additional information was received. The physician felt resistance/difficulties removing the stylet during unpackaging.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. Difficulty/resistance removing the stylet and shaft separation was confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preperation, the stent was removed from the coiled hoop and it was observed that the shaft delivery system was broken into two pieces. A second xience v 2.75x18 was implanted successfully. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.